Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: patella component catalog#:unk lot#:unk; unknown zimmer nexgen polyethylene tibial bearing catalog#: unk lot#: unk; unknown zimmer nexgen femur catalog# unk lot# unk. X-rays were evaluated and the reported event was confirmed. No devices were received for evaluation. Radiograph review noted, "right total knee arthroplasty with loosening/osteolysis noted surrounding the tibial hardware and within the patella. This results in varus angulation of the knee and subsidence of the polyethylene patellar component. The polyethylene liner along the inner patellar surface is malaligned with the articular surface. No obvious complication is noted with regards to the femoral portion of the arthroplasty." DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Weight-ni. Date of event - ni.

Event description:
It is reported that after a knee arthroplasty that the patient was revised due to paint and loosening of the tibial component.